Manufacturer narrative:
Additional information: d8, h4, h6. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user culture results, and cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: sep. 3, 2024. Sampling from: distal end. Cfu: n.d. Bacterial identification: no detection. Sampling date: sep. 3, 2024. Sampling from: biopsy channel suction channel. Cfu: 0cfu/ml (37). Bacterial identification: no detection. Sampling date: sep. 3, 2024. Sampling from: a/w-channel. Cfu: 0cfu/ml (37). Bacterial identification: no detection. Sampling date: sep. 3, 2024. Sampling from: auxiliary water channel. Cfu: 0cfu/ml (37). Bacterial identification: no detection. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Feedback request to the user: in case abnormality, such as leak, damage, is detected from device, we¿d like you to order repair of the device to olympus without clinical use. If you have any unclear point or uneasy step in reprocessing process, an expert staff will conduct observation and/or training at your facility. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope tested positive for an unexpected contamination. The unexpected contamination grown 3 times. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.